Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. FDA notified: the initial reporter also notified the FDA on (date) via medwatch # mw200452830. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 unspecified bd insyte autogard IV catheters experienced leakage. The following information was provided by the initial reporter: the issue was leaking at the point of attachment to the IV catheter hub. They use a bd insyte autoguard IV catheters. The issue occurred after attaching to the patient. It was an adult patient. There was no harm or injury. It leaked fluid and also allowed for back bleeding and leaking of blood. It was not a chemo drug.